Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 324-325 mg/dl and 1.5-2.o mmol/l level of ketones. Cause of bg/ketones was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.